Event description:
It was reported that an asymptomatic patient presented in-clinic for device follow-up. Upon interrogation, the device was post-sensed oversensing on the ventricular lead. The oversensing resulted in multiple inappropriate vf episode detections, but did not result in inappropriate therapy. Device reprogramming changes were tested and resolved the oversensing issue. The programming changes will be made after a discussion with the physician.